Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 80-0728 "1.5mm hex driver tip, locking groove" was received for evaluation. The screw involved in this event was not returned. The returned driver was examined with magnified photography. Observed phenomena included: this driver terminated in a fracture plane at the drive feature. The fracture plane was cupped and oblique to the axis of the device (i.e. Fracture plane not perpendicular to device axis). The fracture plane was lightly textured with no necking/ductility. The drive feature did not exhibit spline twisting. Measurements were obtained. The overall length measured 2.6750 inches, and the calculated, estimated length of the missing tip was 0.0750. The visual appearance of the device's fracture plane with light texturing and no necking/ductility would suggest a brittle failure mode. This may occur in scenarios where large and/or sudden torques are applied to instrumentation. However, based on the information received, and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during a procedure, the surgeon was inserting the locking screw into the aculoc 2 plate, and the driver tip broke. The broken piece of the driver tip was not able to be removed from the patient and therefore remains implanted. No adverse patient consequences have been reported. This report is related to report number 3025141-2023-00054 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.